Manufacturer narrative:
The pump passed the sleep current test, active current test, and self test. Test p-cap locked properly into the reservoir compartment. Found no battery alerts, alarms, or anomalies during testing. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump alarmed a pump error 53 (file #: 14, line #: 1232, esf #: 3923533) alarm on 11/11/2024 at 23:19:07.000 due to possible hardware failure. Pump alarmed a pump error 4 alarm on 11/11/2024 at 23:19:07.000. Pump alarmed low battery alerts on 11/08/2024 at 19:13:00.000, on 10/23/2024 at 11:59:00.000, and on 10/23/2024 at 11:53:00.000. The relevant battery inserted alarms are as follows: 10/23/2024 at 12:00:13.000, 10/23/2024 at 11:57:57.000, 10/22/2024 at 09:16:38.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, battery tube threads - cracked, cracked case, scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, and pillowing keypad overlay. Unexpected battery power loss was confirmed. Customer experience an unexpected power loss of less than 7 days per the pump history records. Moisture damage was confirmed found isolated to the battery tube. Cosmetic damage was confirmed at the battery compartment. Pump error 53 alarm was confirmed in the pump history files and traces due to a hardware failure, problem isolated to the electronic assembly. Pump error 4 was confirmed in the pump history files and traces as a consequence of pump error 53. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the safety notice ngp early battery depletion letter and had multiple insert battery now alarms. The customer reported no adverse event. The event involved product(s) mmt-1885. The customer reports a crack in the pump. No harm requiring medical intervention was reported. The customer will discontinue using the device. Mmt-1885 was requested and the customer response was the device will be returned.